Event description:
It was reported that the autopulse platform displayed a "change battery" message while being used to maintain a patient's organs for a transplantation. The crew utilized 3 autopulse nimh batteries (sn: (B)(4)). The autonomies of the batteries were 20 minutes, 5 minutes and 1 minute, respectively. Manual CPR was performed until the crew reached their final destination. The patient was (B)(6) and had cardiac arrest. The patient was pronounced dead prior to deployment of the autopulse. The platform was not used to resuscitate the patient, but rather, to maintain blood flow for organ harvesting. Therefore, the autopulse did not contribute to the patient's death. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR. Reports: #3003793491-2013-00938 for autopulse resuscitation system model 100 with sn: (B)(4); #3003793491-2013-00940 for autopulse nimh battery with sn: (B)(4); #3003793491-2013-00941 for autopulse nimh battery with sn: (B)(4).